Manufacturer narrative:
This product problem was voluntary reported "mw5069559". The actual sample has not been returned to manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Due to a defect in the butterfly needle the rubber sheath covering the puncture needle does not cover the needle back up and prevent blood seepage after withdraw the blood collection tube. This caused customer to come in to contact with pt's blood. This has happened on multiple occasions.